Event description:
(B)(6) from (B)(6) university indicated that during testing of pt sample (B)(4), using dpb1 ssp unitray kit (cat # 451606d lot # 008 1190373), dpb1 06:01 and dpb1 29:01 had a positive lane pattern 1,9,12,17,18,19,20,21,26,43 which resulted in a "no type" result. This pattern conflicted with one lambda lap type results for dpb1 06:01 and dpb1 29:01.

Manufacturer narrative:
Internal investigation confirmed customer results. Primer (B)(4) incorrectly estimated the reactivity as positive for dpb1 06:01 and dpb1 29:01, thereby leading to the positive result in mix (B)(4). Labeling correction activities for primer (B)(4) are in process and will be reported in the 30-day report.